Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause of the reported failure can be attributed to user error of the device due to applying excessive mechanical forces upon insertion. (B)(4). Swivelock only: during anchor insertion, ensure that the angle of the anchor insertion is coaxial to that of the previously prepared bone socket. Swivelock only: do not use excessive force when inserting the eyelet into bone to avoid device damage. If device is not advancing after repeated malleting, a pilot hole should be created. If the eyelet becomes unusable after repeated malleting, discard it and use a new implant. Ensure that the angle of anchor insertion is perpendicular to the bone.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 08/22/2025, a sales representative reported via email that three ar-2324bcsp biocomposite swivelock anchors experienced cracking when attempting to advance the screw. As a result, they opened three more ar-2324bcsp biocomposite swivelock anchors from lot 15419013 and got similar results. The case was completed without complications using an alternative ar-2324bcsp biocomposite swivelock anchor from a different lot. This issue was identified during a rotator cuff repair procedure on (B)(6) 2025, with no reported patient harm. Additional information has been requested on 08/27/2025.